Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the objective prism fluid damage, the insertion flexible tube (ift) coating damage, the light guide cable buckled, the us connector/junction cable (short) buckled, the control body corroded, the us connector body corroded, the lg cable connector corroded, the us connector/junction cable (short) leak, the remote control buttons malfunction, the lg prong top loosened, the eog valve loosened, the segment hard to move, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.